Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age was not provided. Patient's weight was not provided. Date of event not provided. Device implantation date not provided.

Event description:
It was reported that the customer requested a thread tap to rethread the threads of the implant. Implant remains implanted. Tooth #18.

Manufacturer narrative:
An unk tsv 4.7 implant was not returned. Since the product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 18 and length of usage is unknown. Pictures or x-ray images were not provided. DHR review: DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lots and items information for unk tsv 4.7 implant. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There us no update to the original complaint description provided.